Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Needle was retrieved in the same procedure, right after it was dropped originally. It was removed through the same cannula successfully on the second attempt. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the needle became dislodged from the cannula while attempting to remove it from the cannula post completion of cuff closure. Surgeon does not like stratifix because the needle is ¿too blunt¿ for the cuff closure. However, surgeon is compelled to use stratifix because the vlok needle (preferred needle) does not fit through the 8mm robotic cannula. Surgeon commented that other surgeons attempt to straighten the vlok needle such that it can pass through the robotic 8 mm cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: needle was retrieved in the same procedure, right after it was dropped originally. It was removed through the same cannula successfully on the second attempt.